Event description:
Tampon string fell apart [device breakage]. Case narrative: consumer reported via email that the tampon string fell apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.